Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter?s investigation, the root cause of the incident was due to a supply bag disconnecting without falling. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding assistance with ending therapy on the homechoice unit during fill 1. The supply bag disconnected from tubing. The technical service representative assisted the care giver in ending therapy on machine. No alarms reported. The home patient will restart with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.